Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used an admiral xtreme device for treatment of a 75% stenosed 20mm lesion in the patient¿s common iliac artery. The lesion exhibited 75% stenosis and was described as severely calcified. The device was prepped as per IFU with no issues identified. Access was reported to be femoral. No resistance was encountered when advancing the device. It is reported the balloon ruptured during first inflation at a pressure of 9atm for 5 seconds. The device was removed from the patient without issue. The balloon did not fragment. An 8x20x130 admiral xtreme device was used to complete the procedure. No patient injury was reported.